Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received through a voicemail left by an unknown person regarding an unknown patient implanted with an unknown neurostimulator (ins). It was reported that the patient's device was not functioning properly. No patient symptoms were reported.